Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd phaseal¿ injector luer lock (n35c) separated from the mating component before use, exposing the needle. The following information was provided by the initial reporter, translated from (B)(6) to english: "separation of the blue safety sleeve of the injector luer lock was found."

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1910113, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Functional testing was performed, connecting the injector to a sample syringe, protector and vial according to the instructions for use. In all cases the product functioned properly, no damage to the injector occurred, and no issues were observed with any device connections. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, no issues related to the injector were identified during testing. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. It is important to follow the instructions for use when using phaseal to avoid any damage to the product that may result in the device not functioning as intended. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd phaseal¿ injector luer lock (n35c) separated from the mating component before use, exposing the needle. The following information was provided by the initial reporter, translated from japanese to english: "separation of the blue safety sleeve of the injector luer lock was found."